Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.

Event description:
It was reported that patient experienced ineffective therapy following a bad fall. Lead diagnostics showed that contacts 9-16 had impedances over 3000 ohms. X-rays showed a fracture in the lead's right tail. Reprogramming was attempted to no avail and bilateral coverage was not received. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.